Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient's stimulation settings had been changed during implant and that these were the settings used to estimate the device's expected longevity. It was noted that it was "not possible to have all the settings programmed" with the patient. The patient's ins was explanted and replaced as a result of the event.

Manufacturer narrative:
The manufacturing site ID was updated do (B)(6). Analysis of the implantable neurostimulator (ins) found the ins battery was at end of service (eos) and the longevity was not met. The cause was unknown. Longevity estimates were done based on the programmed and upper limit parameters that the ins had when received for analysis. The longevity estimate at the programmed settings was 2.4 years to elective replacement indicator (eri) and 2.65 years to eos. The estimate at the upper limit settings was 16.72 months to eri and 19.72 months to eos. According to the trace report taken from the ins when received for analysis, the ins reached eri in 6.58 months ((B)(6) 2015) and eos in 13.37 months ((B)(6) 2015 to (B)(6) 2016). Destructive analysis of the ins was performed. No visual or electrical anomalies were found with the hybrid circuit. The ins battery was depleted. Destructive analysis of the battery did not reveal any internal mechanisms that would have caused premature battery depletion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: na. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's implantable neurostimulator (ins) reached elective replacement indicator (eri) early. The ins was implanted in (B)(6) 2015 and should have reached eri at 3.2 years and end of service at 3.5 years. The left lead was programmed to c+, 0-, 1- at 1.9v, 120 usec, and 130 hz. The right lead was programmed to c+, 5-, 6- at 1.5v, 150 usec, and 130 hz. Impedances were measured to be with normal range. The cause of the event was not determined. No actions were taken and the issue was not resolved. No surgical intervention occurred, but intervention was planned and not scheduled yet. The patient was alive with no injury. The ins was going to be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.